Event description:
Related manufacturer report number 2017865-2022-02199. It was reported that during a follow up in clinic, intermittent capture and low r-wave amplitude variation were noted on the right ventricular (rv) lead. Additionally, intermittent capture was noted on the right atrial (ra) lead. The physician suspected lead dislodgement on the rv lead and the ra lead associated with movement of the patient. The ra lead was successfully repositioned and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.